Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. [Conclusion]: the healthcare professional reported that the 5x33 embotrap ii revascularization device (et009533 / 18e158av) was opened for use during a mechanical thrombectomy procedure to treat a stroke. The device was prepped correctly but upon delivery, the device would not transfer from the introducer sheath into the marksman¿ .027 microcatheter (medtronic). There was resistance during the advancement of the delivery wire and the embotrap device appeared to hang up on the hub of the microcatheter during the attempt to transfer or advance the device into the inner lumen of the microcatheter. There was no report of any issue with seating the inserting tool. The embotrap was not advanced prior to the reported event; it was impeded in the hub of the microcatheter. Adequate flush was maintained through the microcatheter. The embotrap device was replaced and the procedure was successfully completed without any delay or further issues. There was no report of any patient consequence or medical intervention as a result of the reported event. The product was returned for evaluation which revealed that there were kinked struts on the inner channel and outer cage of the embotrap device. The investigational finding is documented below. Investigation summary: the returned embotrap device underwent initial examination / visual inspection; deformation of the proximal struts (outer cage and inner channel) and deformation of the struts at the distal cone were identified, but there was no evidence of any strut fractures. The visual inspection also confirmed that the device was correctly assembled and manufactured with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection underwent magnification. The struts of both the outer cage and the inner channel were kinked. The struts of the distal cone were also kinked. The kinked struts are indicative of excessive pushing of the device against resistance. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ and 0.027¿ microcatheters. Device insertion and delivery assessments were performed using the embotrap return device and the marksman¿ .027 microcatheter that was also returned. The returned device was inserted into the hub of the marksman microcatheter, which contradicted the reported event in the complaint. The embotrap device partially advanced until significant resistance was noted. However, further advancement of the embotrap device was unsuccessful, resulting in localized buckling of the distal portion of the device in the microcatheter hub, proximal of the microcatheter lumen. This is consistent with the complaint event description of ¿resistance while pushing the delivery wire and the embotrap appeared to get hung up in the hub of the marksman .027 microcatheter when trying to transfer or advance the device into the inner lumen of the microcatheter.¿ an additional insertion and delivery attempt were performed with a previously unused 5x33 embotrap device and the returned marksman¿ .027 microcatheter and again significant resistance was noted during insertion into the lumen (at a similar location as for the returned device). The returned embotrap device was successfully inserted into a previously unused marksman¿ .027 microcatheter (medtronic, lot no. A364254), the device was successfully delivered through the entire length of the marksman¿ .027 microcatheter without resistance. Examination of the hub to lumen transition on the returned marksman .027 microcatheter indicated the presence of a partial occlusion of the lumen. The occlusion is a result of exposed braiding at the proximal end of microcatheter shaft, i.e. Closest to the hub (in this case stainless steel braid construction). The terminal edges of the braid are exposed and angled into the inner diameter of the microcatheter lumen at the shaft to hub transition. A review of manufacturing documentation associated with this lot (18e158av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: based on the evaluation and functional analysis of the returned embotrap device, there is no indication that the reported event documented in this complaint was due to a defect with the embotrap device. The return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Examination of the returned marksman .027 microcatheter indicated a partial occlusion of the lumen. The occlusion is a result of exposed braiding at the proximal end of microcatheter shaft (in this case stainless steel braid construction). The terminal edges of the braid are exposed and angled into the inner diameter of the microcatheter lumen at the shaft to hub transition. The root cause(s) of the complaint was that the exposed braid at the proximal end of the microcatheter shaft (at the shaft to hub transition) caused an occlusion of the microcatheter lumen which engaged with the cells of the distal cone of the device and arrested advancement. The damage / deformation of the struts of the outer cage, inner channel, and distal cone noted during the visual inspection and under magnification are likely due to excessive pushing of the device against resistance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 5x33 embotrap ii revascularization device (et009533 / 18e158av) was opened for use during a mechanical thrombectomy procedure to treat a stroke. The device was prepped correctly but upon delivery, the device would not transfer from the introducer sheath into the marksman¿ .027 microcatheter (medtronic). There was resistance during the advancement of the delivery wire and the embotrap device appeared to hang up on the hub of the microcatheter during the attempt to transfer or advance the device into the inner lumen of the microcatheter. There was no report of any issue with seating the inserting tool. The embotrap was not advanced prior to the reported event; it was impeded in the hub of the microcatheter. Adequate flush was maintained through the microcatheter. The embotrap device was replaced and the procedure was successfully completed without any delay or further issues. There was no report of any patient consequence or medical intervention as a result of the reported event. The product was returned for evaluation which revealed that there were kinked struts on the inner channel and outer cage of the embotrap device. Based on the product analysis completed on 3/5/2019, this event has been deemed MDR reportable as a ¿malfunction.¿